Event description:
Noise reported on this lead. It is high frequency and it started about 1 year ago which corresponds to when the patient had an lvad implanted. The short rv interval graph has been >0 for over the past year indicating the presence of the noise. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2024 lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.